Event description:
It was reported that a patient with this electrode had received multiple inappropriate shocks. Review of the device data revealed both treated and untreated episodes with oversensing of sense b node noise and low amplitude measurements present. The electrode was reprogrammed and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted and replaced. An abrasion in the insulation was observed. No additional adverse patient effects were reported. The electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that a patient with this electrode had received multiple inappropriate shocks. Review of the device data revealed both treated and untreated episodes with oversensing of sense b node noise and low amplitude measurements present. The electrode was reprogrammed and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted and replaced. An abrasion in the insulation was observed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. While no abrasion involving the electrode was found, a crack in the insulation was observed. There was a crack in the polycin vorite of the sense b notch that progressed into the lead insulation.